Event description:
Event description boston scientific crm received information that at a post-implant check, this pacing system was noted to be functioning normally with unchanged measurements from the implant procedure. The patient recently became ill with pneumonia. Since becoming ill, the atrial and right ventricular leads both exhibited non-capture. Impedances and sensing data were noted as normal and unchanged. A review of x-rays refuted suspected dislodgement. No adverse patient effects were reported.